Manufacturer narrative:
The device was received for evaluation. During functional testing, 'does not respond to a slide clamp being inserted in the slide clamp keyhole' occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification latch switches. The latch switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not respond to a slide clamp being inserted in the slide clamp keyhole during unspecified process step. There was no patient involvement. No additional information is available.